Event description:
Patient was having a right mastopexy and the physician was closing using the stapler. The stapler was reported to make a "clicking noise" when trying to fire the device and the "legs" of the staples would not come together. There was no harm reported. This is not the first occurrence. The manufacturer was notified and the device was returned to the rep the day of the event.